Event description:
Related manufacturing ref: 3005334138-2023-00077, 3008452825-2023-00082. The following was published in the journal of arrhythmia wiley in an article titled "cardiac tamponade complicating ventricular arrhythmia ablation: real life data on incidence, management, and outcome", darma, angeliki md, received: 30 july 2022 / revised: 11 november 2022 / accepted: 22 november 2022, doi: 10.1111/jce.15760. A review of 1078 consecutive patients with structural heart disease undergoing ventricular tachycardia ablation from 2008¿2020 were analyzed. Of the 1078 patients, 20 procedures were complicated by cardiac tamponade. In all but one patient, the tamponade was treated with emergent pericardial drainage, while nine patients eventually underwent surgical repair. The perforation occurred during transseptal or subxiphoid puncture in six patients, during ventricle mapping in two patients, and during ablation in five patients (predominantly basal left ventricle). Steam pop as definite perforation cause could only be established in two patients. Cardiac tamponade occurred in 20 cases. Eleven patients required drainage, nine patients required surgery. One patient suffered a stroke a few days post drainage.

Manufacturer narrative:
Concomitant devices: flexability¿ ablation catheter, se, agilis nxt introducer, agilis epi introducer.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incidents could not be conclusively determined.